Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the sleek rx catheters products that are cleared in the us. The pro code and 510 k number for the sleek rx catheters products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during the preparation of an angioplasty procedure, the pta balloon was allegedly damaged. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the sleek rx catheters products that are cleared in the us. The pro code and 510 k number for the sleek rx catheters products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number and the lot met all release criteria. Therefore, a device history record review is not required. Investigation summary: the device was returned for evaluation. The balloon exhibited no damage, there was no evidence of balloon inflation, the pleats and folds were also intact. The balloon was inflated with air to 6atm and was successfully maintained pressure. The balloon also deflated without issue. Minor bends were noted along the catheter shaft, however the method of packaging of the returned device may have contributed to these. Therefore, the result of the investigation is unconfirmed for the reported balloon rupture / damage issue. The root cause for the reported balloon rupture / damage issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instructions for use for the litepac rx pta catheter was reviewed and contains the following information relevant to the reported event: description: balloon characteristics individual compliance charts are provided on the package label of each product. The semi-compliant balloon has a 8% ± 4% growth in diameter from nominal to rated burst pressure. All inflations should be viewed under fluoroscopy. The litepac¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the litepac¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Warnings: do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the guiding catheter/introducer sheath. Use only an endoflator or a 20 ml or larger syringe for inflation do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. This catheter is not recommended for pressure measurement or fluid injection. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. If resistance is felt upon removal, then the balloon, guidewire and the guiding catheter/sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and guiding catheter/ sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. Before removing catheter from the guiding catheter/sheath it is very important that the balloon is completely deflated and all contrast media completely evacuated. Directions for use: insertion and inflation note: when the litepac¿ catheter is in its¿ most distal position on the guidewire a guiding catheter/sheath which is long enough to cover the rapid exchange port must be used. Note: do not advance the guidewire, balloon catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the balloon catheter unless the guidewire is in place. Re-attach the torque device to the guidewire. Hold the guidewire stationary and advance the balloon catheter over the guidewire and across the stenosis. The radiopaque balloon marker and a low pressure (10 to 20 psi/69 to 138 kpa) balloon inflation should be used to confirm that the indentation caused by the stenosis is centrally located within the balloon segment before proceeding with the dilation. Inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device. Maintain vacuum on the balloon between dilations by withdrawing the plunger of the inflation device. Note: do not exceed the rated burst pressure. After each inflation, assess run-off by angiography through the guiding catheter while the inflated balloon remains within or proximal to the stenosis. H10: d4 (expiry date: 12/2024). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of an angioplasty procedure, the pta balloon was allegedly damaged. The procedure was completed using another device. There was no patient contact.